Manufacturer narrative:
Sample collection or centrifugation information was not supplied. Qc has been within the customer's established ranges. There is no indication that service was dispatched for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding lower than expected total t4 (tt4) results generated by the unicel dxl 800 access immunoassay system for an unknown number of patients that were questioned by the physicians since they did not match the patient's clinical presentations. The actual patient results were not provided by the customer. It is unknown if there was a change to patient treatment with regard to this event.